Manufacturer narrative:
A software investigation was initiated and software logs were reviewed, however the software logs did not contain information from the date of this event, so the results were insufficient information to determine the cause of the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to previous due date and aware date on supplement number 1. New information aware date was 2019-07-09, therefore due date was 2019-08-08. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing was performed and they recovery software was performed then the system started up. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that after turning on the stealth, the program started running and blacked out during the process. The process could not be proceeded to the initial login screen. The procedure was performed with another stealth. There was no patient present when this issue was identified.